Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a large leak at the cylinder connector. Other findings includes: the scope cover plate is detached; the up/down knob has a scratch; the suction cylinder has discoloration; due to deformation of suction connector, water tightness is lost; due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; due to damage on acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image is defective; the adhesive on the bending section cover has a crack; due to wear of angle wire, the bending angle in the up direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope has a leakage near the bottle connector. The device was returned for evaluation. During the device evaluation, a gap between the acoustic lens and the ultrasound probe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe cover could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.